Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. Based on the past similar cases, omsc presumes that the event occurred due to the following possible causes. The customer did not overlap the edge to the existing seal when sealing adjacent tissue. The instrument sealed a blood vessel with a diameter over 4 mm. When treating a blood vessel and/or tissue, no squeezed the control handle firmly until the control handle touches the grip handle to stop. The customer did not position a vessel in the middle of the grasping section. The above device handling has warned in the instruction manual as follows; to seal adjacent tissue, overlap the edge of the existing seal. The second seal should be distal to the first seal to increase seal margin. Otherwise, incomplete sealing may cause bleeding and/or the existing seal may be opened. Even when using this instrument on blood vessel(s) with diameter of 7 mm or less, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result, depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3. When treating a blood vessel and/or tissue, squeeze the control handle firmly until the control handle touches the grip handle to stop. Otherwise, incomplete sealing may cause bleeding. Always position a vessel in the middle of the grasping section. Otherwise, the coagulation may be incomplete and the thunderbeat may wear out prematurely. Use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) because the subject device was discarded by the user. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. 21 days after the surgery, the patient has a bleeding. The patient had to be intubated. It was reported that the user commented that it could be a potential but not unique cause. No further information was reported.